Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other report with the involved lot number. The investigation was based on the user facility information and testing & evaluation of actual device. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that the incident occurred when the user was using a 5f celt closure device. Upon attempting to open the proximal wings after correctly locating the distal wing at the puncture site, the user was unable to open the proximal wing despite turning the handle several turns. Although the proximal wing had not opened, the user attempted to eject the implant from the device without success. The user decided to pull the whole system out of the puncture site and applied manual compression. The patient was discharged without any complications. The device was returned to vasorum ltd for examination.